Event description:
Device malfunction: difficult to deploy, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after completing #3 (thumb advancer deployment), resistance was felt and force was required to depress the deployment button. Additionally, after clip deployment, the device was difficult to remove. Counter-traction with an assertive forceful pull was applied that released the device from the tissue tract. The clip deployed in the vessel but to ensure hemostasis, ten minutes of manual compression was applied. No adverse pt effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.